Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that to resolve the strong stimulation and retention they were given ¿new numbers¿ to change on the device, and they did. The patient reported it did not help and they were now in the care of a manufacturer¿s representative who was helping them to find the right number. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had the same loss of therapy. They were leaking and doing everything just like they were before they ever had the stimulator put in. This was a continuation of their previous report. The ins was set to 0.7 volts (v) when it was put in. They reiterated that it was hurting their rectum and they moved the stimulation to 0.8 v. They weren't sure if they should increase or decrease from this. They adjusted to 1.3 v and stated they thought it was comfortable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastroninterstinal /pelvic floor. It was reported that therapy was working great for the patient who was implanted for urinary leaking on friday but her symptom started to return on saturday. Patient further stated that the stimulation was too strong in her rectum from the start and so she lowered the amplitude but has since turned stimulation back up again. It was further reported that they could hardly urinate at all the day before the call but that they had three accident last night and loss of symptoms control. Patient stimulation was on and was on program 2 at 0.8v. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.